Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation and/or excessive force used when tensioning the sutures.

Event description:
On 3/4/2022, it was reported by a sales representative via phone that an ar-8934bcst suturetape and ar-8990st fibertak pulled out of implantation site. The surgeon completed case using other anchors. This was discovered during aa calcaneus slide procedure on (B)(6) 2022. Nothing broke inside the patient and case was completed successfully without further issues.